Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The pediatric patient experienced inaccurate cgm values which occurred 4 days after the sensor had been inserted in the abdomen. On (B)(6) 2024 at 4:30 am, the patient woke up and started throwing up. The cgm reading at that moment was 53 mg/dl showing on patient¿s omnipod pump. When a fingerstick was taken by the mother the cgm reading was 53 mg/dl, and the bg reading was 554 mg/dl. The patient experienced being dizzy and was lightheaded. The patient was given insulin with an insulin pen by the mother at 5:00 am and at 6:00 am, and the patient was still throwing up and was not feeling good. At 8:00 am, the patient was given another insulin shot with an insulin pen by the mother. At 9:00 am, the patient was taken to the hospital by the mother and the patient was given intravenous fluids and zofran. At the hospital, hourly fingerstick were taken. At approximate time at 3:30 pm, the patient had recovered and was discharged. During the event, the patient would have had elevated ketones, but no values was documented. At the time of the report the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.